Event description:
The site reported that during a procedure they attempted to use a locatable guide and the system could not detect the locatable guide. They replaced it with a second locatable guide but the situation was the same. They attempted several troubleshooting attempts, including verifying the patient position in the sensing volume and disconnecting and reconnecting the locatable guide but it still was not detected. Therefore, the case was cancelled with the patient under general anesthesia. There were no patient issues as a result of this situation.

Manufacturer narrative:
Components of the system, the two locatable guides, are pending analysis. There was no injury to the patient reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia.